Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they gave the consumer an unk amount of glucose and they transported the consumer to a hospital . During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The meter in question will be returned for evaluation, however, the test strips will not be returned because the consumer discarded them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.